Manufacturer narrative:
Unit was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Cracked case on lcd display window corners, scratched lcd window, and cracked reservoir tube noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 18 mmol/l. Troubleshooting was performed. The device was returned for analysis.